Manufacturer narrative:
Concomitant products: d334trg crtd, implanted: (B)(6) 2013; 5071-35 lead, implanted: (B)(6) 2005; 5076-58 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d was explanted and replaced. It was also reported that the patient's left ventricular (lv) lead exhibited high and rising thresholds. The lv lead was capped and replaced. It was also reported that the patient's right ventricular (rv) lead appeared to have visible damage, possibly due to the use of electrocautery. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.